Event description:
A report was received that the pt's ipg site was swollen. The pt was given antibiotics and anti-filamentary medication and the swelling has gone down. No details are available if the pt had an infection at this time.